Event description:
The customer reported that the insulin pump delivered 7.0 units of insulin without him programming the units. The caller stated that he woke up with low blood glucose, and he did treat. The customer also mentioned that the insulin pump went into suspend mode for six to seven hours without him placing the device in suspend. The caller stated that his glucose level dropped to 87mg/dl. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.